Event description:
The facility contacted baxter (B)(4) to report a surgical blood administration set that "showed loose components". This condition was found before use. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a surgical blood administration set that "showed loose components" was confirmed during sample evaluation. One actual sample was available at the plant for evaluation. Visual inspection revealed that the set's blood hand pump had the tube disconnected. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number. Should additional information be received, a follow-up medwatch will be submitted.